Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked and found that the display ribbon cable of the unit was defective. In order to fix the issue, the fse replaced the display to video receiver cable. Also, the fse stated that all castors of the unit were physically damaged. However, the fse also stated that the castors were not replaced since the customer was not interested in purchasing the spares. The unit was handed over to the customer in good working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check ,the cs100 intra-aortic balloon pump (iabp)unit had a blank display .there was no patient involvement reported.